Event description:
It was reported that the balloon ruptured. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified right superficial femoral artery. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon third inflation at 6 atmospheres for several seconds. The balloon was removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and patient was in good condition after the procedure.